Event description:
Patient admitted for acute cholecystitis and cholelithiasis was taken to operating room for laparoscopic cholecystectomy with intraoperative cholangiogram. During the case, bleeding was noted. During the exploration for the bleeding, the suction irrigator failed - the suction on the handpiece sticks and it sucked all the insufflation out of the belly. A second suction irrigator was opened and the second handpiece was also defective. Surgeon had to pull up on the handpiece to stop the suction. This incident made it difficult to view where the bleeding was coming from, causing the procedure to last longer than expected. After multiple attempts, bleeding area was exposed and hemostasis was obtained. Surgical procedure was completed and included a small liver laceration, which was repaired. Patient went to recovery in satisfactory condition and was discharged home on post-op day 3 without complications.======================manufacturer response for suction irrigator, nezhat-dorsey laparoscopic suction irrigator (per site reporter).======================after this report is filed, manufacturer's rep will pick up both devices for evaluation by the manufacturer. Both are the same model #, same catalog #, and same lot #.